Event description:
Customer called on (B)(6) 2012 reporting that the coulter ac t diff 2 analyzer gave a low complete blood count (cbc) results of white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), hematocrit (hct) and platelet (plt) without instrument generated flags for 6 patients on three different days. Customer stated that the erroneous results were reported out of the lab. Customer proceeded to rerun patient samples and the higher cbc results were determined to be correct. Please see attachment for the patient sample results run in closed vial whole blood (cvwb) mode on three different days. This report is for the two erroneous patient results generated on (B)(6) 2012. Please see medwatch #1061932-2012-00367 and 1061932-2012-00368 for the report on the other 4 patients. Customer reported of generating erroneous results for 2 patient samples on (B)(6) 2012. Customer proceeded to rerun samples on the same instrument and determined that the higher cbc results to be correct and amended reports for the two patients were reported out of the lab. There was no change to patient treatment attributed to this event and therefore, no injury or death was also reported. Please see attachment for the two patient test results. Field service engineer (fse) was dispatched and replaced the mixing bubble check valves, the probe wipe assembly and the probe. Based on the information provided, root cause cannot be determined although the issue has not reoccurred since the instrument was serviced.